Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also refer to section b5- updates/corrected information (event found at). Corrected: b5 the device was returned for olympus for evaluation and the reported issue was confirmed. The reported issue was found to be due to a charged coupled device failure. A device history record (DHR) review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. This issue is addressed in the instructions for use (IFU): ¿ if the endoscopic image or function is abnormal and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device, the abnormality may occur again and the device may not return to normal. In this case, stop using the device immediately and slowly pull out the endoscope from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation. ¿ if for some reason the endoscope image disappears or does not return from the frozen state during an endoscopy, and you do not know how to recover, turn the otv-s7pro power off and on again. If the image does not return to normal and observation is still not possible, immediately turn off the otv-s7pro, remove the camera head from the endoscope, and while looking directly into the endoscope eyepiece, slowly pull the endoscope out from the patient to discontinue use. It is extremely dangerous to leave the endoscope inserted into the patient while the image is lost or the patient cannot be observed, or to pump air, suction, or perform any other procedure. If any of these tools are in use, withdraw them in the safest way possible before removing the endoscope. Also, always have a spare device available during the procedure to avoid interruption of the procedure. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that the camera head had no image. The event occurred during inspection before use for an unspecified therapeutic procedure . There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had no image. The event occured during an unknown therapeutic procedure. There was no reports of patient harm.